Manufacturer narrative:
Device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device. (B)(4).

Event description:
It was reported that the patient is scheduled for generator repositioning surgery due to generator migration. The patient recently had undergone generator replacement surgery. Product return and device evaluation is not necessary as the reported migration is not related to the functionality or delivery of therapy of the device. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.